Event description:
During CT scan, air embolism was seen in the rt. Axillary and subclavian vein as well as the superior vena cava, rt. Atrium, rt. Ventricle and main pulmonary trunk. Pt. Needed to be intubated and placed on ventilator.